Event description:
Complainant alleged that while attempting to monitor a male pt who was having shortness of breath, the device powered on without display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.